Event description:
It was initially reported that the ins was being changed out, but the exact reason for this was unknown. It was later reported on (B)(6) 2013 that the cause of the event was unknown. No impedance as it was non functioning. Replacement of ins (generator) occurred on (B)(6) 2013. Hospitalization was not required.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3889-28, lot # j0555410v, implanted: (B)(6) 2005, product type lead. (B)(4).